Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the leads were explanted on (B)(6) 2011 were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that during the revision the impedance check confirmed all the connections were good and that the leads had not come out of the ipg.

Event description:
A report was received that following physical activity the patient reported loss of stimulation and a week later, burning at the pocket site. The physician believed the leads had come out of the ipg. The patient underwent a revision, during which the physician replaced the leads. The patient was reportedly doing well following the procedure.

Event description:
A report was received that following physical activity the patient reported loss of stimulation and a week later, burning at the pocket site. The physician believed the leads had come out of the ipg. The patient underwent a revision, during which the physician replaced the leads. The patient was reportedly doing well following the procedure.